Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, non-sustained right ventricular oversensing was observed upon interrogation. It was later determined that it is due to noise on right ventricular lead. The noise was reproducible when the patient dozed off and leaned to his side. The patient was stable and will be continued to be monitored.